Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was blocked. It was removed in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The customer reported that the shunt was blocked. The shunt was implanted in the patients' eye for a period of time. The sample was received for investigation. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The shunt was returned for investigation in fluids. It was dried and inspected under microscope. The lumen was found to be blocked therefore the complaint report is confirmed. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is external - event related to patient conditional/non product factors, yet it could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The root cause could not be conclusively determined therefore no action is required. The manufacturer internal reference number is: 2015-112284